Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during hfo-ventilation of a child the user heard a loud bang-noise from ventilator, hfo turned off and the ventilator alarmed at least one error notice "air supply¿. Child was connected to another ventilator that after a moment made smaller buff-sound, and turned off hfo for a short moment. After that, this new ventilator was working fine. Child was ok during incident and was ok with manual ventilation when replacing ventilator. After incident child¿s need for oxygen was decreasing quite fast about 30%.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Furthermore, we received the information that possibly a closed suction system was connected to breathing circuit. Analysis of the log entries showed that the hfo mode was activated and running since (B)(4) 2018. On january 10, 2018 at 13:03 the safety software of the device detected a high negative inspiratory airway pressure. As a result, the pneumatic system performed a pressure release and the device generated the accompanying visual and audible alarm ¿airway pressure negative (averaged)¿. This pressure release likely represents the loud noise heard by the user. The device continued to detect the high negative inspiratory airway pressure for approximately 2 minutes until 13:05 and kept releasing the pressure during this timeframe. The reported alarm message ¿air supply error¿ was not recorded in the provided log files. No technical device failure was logged during the event. Based on the available information the situation could be caused by a leaky suction circuit connected to the breathing circuit. The device reacted as specified by performing a pressure release and posting accompanying alarms. No device malfunction could be found.